Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance was observed. Lead replacement was discussed.

Manufacturer narrative:
Correction: type of reportable event should be malfunction rather than serious injury.

Event description:
New information received notes that the patient was seen for follow-up and lead replacement did not take place. The patient was doing fine and will continue to be monitored.